Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (350-425 mg/dl). The high bg would occur after the customer had temporarily disconnected from the pump for an activity. However, upon reconnecting to the pump and delivering a correction bolus, the bg level may not decrease. The infusion set site would be changed and this would resolve the high bg. No issues with the infusion set site was noted. The contact was not sure why this was occurring. Tandem technical support advised the customer to discuss the event with a healthcare provider.